Manufacturer narrative:
The actual device involved in this incident has not been returned for evaluation and testing. We will submit a follow up report including the summary of evaluation if we receive the device.

Event description:
Per the reported information, during the priming of the tenex handpiece (tx microtip), the vacuum test failed. Changing the tx microtip did not solve the problem. The patient was under anesthesia and the patient had to be rescheduled for the procedure. There was no injury nor adverse event to the patient resulting from this incident.

Manufacturer narrative:
We have received the device (tx console) for evaluation and testing to verify the reported complaint of vacuum test failed. The functional test was performed on the device and the results were within the specifications. Based on the testing of the device, we were unable to confirm the reported complaint.